Manufacturer narrative:
Event was reported to have occurred on an unreported date in october. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for one day and was treated with vancomycin injection (1g, intraperitoneal, for 4 days) for peritonitis. At the time of this report, the patient was discharged from hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.